Manufacturer narrative:
This is the same event 3010536692-2016-00581. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications painful, failed tha with grossly loose cup and modular neck femoral implant. Severe metallosis changes to surrounding soft tissue was found. (Left).